Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to complaints of halo and glare. Another johnson & johnson lens, model diu150 11.0 diopter was implanted as a replacement. The patient was fine post-explant. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between jan 10, 2022 and may 4, 2022. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.